Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Strykeractive (B)(6) complaint. Patient responded to a stryker knee replacement post and stated "I had my left knee replaced because it finally locked up on me and I could not bend it at all but there was a 3 month wait and so my muscles atrophied around the knee and physical therapy was brutal. It still hurts a lot and the surgery was 6 years ago".